Manufacturer narrative:
A customer indicated that the staff member was wearing gloves but not eye protection. The customer also indicated that they have changed their training to ensure that all staff use a face visor when performing any task on the bga which involves potential splashing of liquid. As per rapidlab® 1200 systems operator's guide, to prevent accidental contamination in a clinical laboratory, strictly adhere to the following procedures: wear facial protection when splatter or aerosol formation are possible. · wear personal protective equipment such as safety glasses, gloves, lab coats or aprons when working with possible biohazard contaminants. Keep your hands away from your face. The event has occurred due to an operator error.

Event description:
Customer reported that operator splashed fluid on the face while performing the clot clearing procedure using a clot clearing tool.